Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analyst commented, excessive charge time alert on (B)(6) 2014 due to multiple episode detection and therapy.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered end of service (eos) warning although the battery voltage indicated 2.8v. It was indicated that the ICD had an excessive charge time end of service alert due to multiple therapy that was administered in a short time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.